Event description:
Facility reported that during treatmenbt as the rn attempted to open the port of the heparin line, the heparin line separated from the main bloodline. Ebl 250cc. No medical intervention was required. The sample is available for eval.